Event description:
It was reported that the patient received emergency room treatment for elevated blood glucose levels. It was also reported that the patient did not prime the infusion set tubing with insulin following a cartridge and infusion set replacement.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. It was reported that the patient did not prime the infusion set tubing with insulin following a cartridge and infusion set replacement. The user guide instructs users to complete both a prime and fill cannula step following a cartridge and infusion set change. The patient has continued to use the pump with no reported subsequent events. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.